Event description:
Post coronary stenting with access site of femoral artery patient was oozing blood requiring femostop usage. Pt with severe stenosis treated with stent requiring anticoagulation with heparin. Md ordered femostop applied to right groin. When femostop was applied the battery was dead and unable to be utilized. FDA safety report ID# (B)(4).